Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for their implantable cardioverter defibrillator which inappropriately reset to backup vvi mode. Programming changes were made to the device. The patient was in stable condition.